Event description:
The itc international technidyne corp avoximeter 1000e comes with 2 qc quality control optical filters that are serial number specific: 1 orange and 1 yellow. The device does not come with a holder for these qc filters. In our cath catheterization lab we have 4 units and they are stored in a general use area because we have 11 cath lab rooms. To prevent the staff mixing up the qc filters, biomed biomedical engineering had to create a holder on the side of each device so the serial specific qc filters stay with the intended unit. Each day the units must be quality controlled and/or whenever the performance of the device is in question.